Manufacturer narrative:
E1: full name - (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had an electrode part of the tip was bent. There were no reports of patient involvement.

Manufacturer narrative:
Updated fields: b5. This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: traced to component failure. Olympus will continue to monitor field performance for this device.

Event description:
This issue was found during a therapeutic (transurethral resection) procedure and completed using a similar device.